Event description:
It was reported that after pulse generator implant exhibited capture anomalies. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).